Event description:
A driver rx coronary stent system, length 24mm, diameter 4.0mm, was intended to treat a lesion in a patient's lad. It was reported that the stent did not advance through the lesion and, on removal from the patient, the stent struts were destroyed. It was reported that the target lesion exhibited 85% stenosis with little calcification. The 80% stenosis remained at the lesion after pre-dilation. The device was inspected prior to use with no abnormalities noted. It was reported that greater than anticipated force was required during attempts to advance the device in the vessel. The lesion ws treated with a balloon only. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation: results, conclusions: (80% stenosis after pre-dilation, little calcification), (force used to advance device). Evaluation summary: the device was received for evaluation by medtronic. The stent was positioned on the balloon as per specifications. A number of struts on the 1st and 2nd proximal stent segments were raised and pulled proximally. The 1st distal stent segment was partially flared. The middle portion of the stent was bent and a number of struts on the 14th, 15th, 16th and 17th proximal segments were deformed. The distal tip was damaged.